Manufacturer narrative:
(B)(4). The pentax medical sales rep responded to a good faith effort request via email on 15-dec-2021 and stated that the patient was prepped for the procedure on (B)(6) 2021, also the date of awareness, and the endoscope was used to complete the procedure. There was no reported injury and the patient was not recalled for further screening. The product was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. The facility does perform pre-inspection checks and follows instructions for use. The customer owned endoscope was received by pentax medical for evaluation on 09-dec-2021. The endoscope was inspected by pentax medical service under service order 3137036 and the technician confirmed the customer complaint of resistance and documented the following inspection findings: leak at biopsy channel (large/ primary) inlet side, primary operation channel resistance, fluid invasion in control body, fluid invasion in segment section, failed dry leak test, failed wet leak test, up/ down lever trim cap missing, #1 remote control button not working, customer complaint confirmed, suction function not performed unit compromised, fluid invasion to insertion tube, #1 remote control button cover cracked, fluid invasion not observed in pve connector, control body mild corrosion inside, insertion tube root brace failure. The device underwent repairs including the following components: o-rings and seals, insertion flex tube w/segment, distal end assy with tube, distal joint screw m1, segment steel braid, bending rubber, remote control button(1), angle lever trim cap. The endoscope was repaired and approved by final qc on 23-dec-2021 and was delivered to the customer under delivery order 82162303. Model eb19-j10-us, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the pai region. A customer reported that there was a biopsy channel leak involving pentax medical ultrasound video bronchoscope model eb19-j10-us, serial number (B)(4). The issue was identified in the reprocessing room, during reprocessing. There was no report of injury or adverse event that would require medical intervention. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: customer reported resistance primary biopsy channel. The customer stated there is a biopsy channel leak. Therefore, we checked the returned unit and confirmed that the operation channel resistance. Based on the result, we concluded that it was caused due to the physical damage applied on the operation channel. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the remote control buttons cracked, the lg cable connector fluid damage, the control body corroded, the root brace rubber incorrect, the remote control buttons failure, and the operation channel leaky; however, they are not the main cause, and/or irrelevant to the alleged complaint."